Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 1.2 mmol/l. The customer¿s current blood glucose value was 4.7 mmol/l. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with intravenous insulin drip. The auto mode was not on at the time of incident. Customer had been using insulin pump within 48 hours of low blood glucose level. Customer did not allege insulin pump was over delivering. Trouble shooting was performed. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.